Manufacturer narrative:
Product analysis: the retractable sheath was fully retracted, the stent had been deployed and the red safety clip was not returned. The proximal end of the distal tip was flared and raised indicating that it may have snagged during removal. There was a kink immediately distal to the strain relief of the device. There was damage evident to the distal tip of the retractable sheath. No other damage noted to the returned device.

Manufacturer narrative:
(B)(4).

Event description:
The physician used a complete se stent to treat a patient with hepatic hilar occlusion. The device was inspected before use with no abnormalities noted. The target lesion had 100% stenosis. Lesion pre-dilation was performed 3 times for 30 seconds. A 40% stenosis remained after pre-dilation. It was reported that during the procedure the delivery system was unable to be withdrawn after the stent was deployed and resulted in movement of the stent. Thus, the stent partially covered a non-lesion area. The patient felt pain/suffering when removing the delivery system. The physician removed the delivery system from the patient after general anesthesia and implanted another complete se to complete the procedure. The procedure time was extended to 1.5 hours. No further patient complications were reported.